Manufacturer narrative:
Insulin pump received unable to prime during the prime/delivery test due to faulty force sensor resistor. No gap between motor and reservoir noted. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked case near reservoir tube window and cracked pump belt clip slot.

Event description:
Customer reported via phone call that insulin "squirt" out during manual prime. Customer's blood glucose was 150 mg/dl. Troubleshooting was performed and customer declined further troubleshooting stating that it had already been done prior to call. Customer was advised that insulin pump would need to be replaced.